Event description:
It was reported that the pt experienced no pain relief 2-3 months after implant. A dye study was completed and showed that the pump was free floating in the pt's abdomen. The catheter remained connected but showed that it was dislodged from the intrathecal space and loosely braided. This was reported to be due to the pt manipulating the device. The pump contained morphine 2mg/ml and bupivicaine. After the dye study, the medication was removed from the pump and replaced with preservative free normal saline. The system was completely explanted. No pt injury was reported. Please refer to MFR's report #: 6000030200802366.

Manufacturer narrative:
Final device analysis reveals that there was no anomaly found with the pump - normal device function.